Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the unit was arcing or sparking and the procedure was cancelled. Attempts are made to change the electrical outlet, the operating room and the damage. They changed it to another device.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample met specification as. The visual inspection found no defects. The reported condition was not confirmed. The investigation found the user's reported failure could not be reproduced. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the beginning of a procedure and the patient was already under anesthesia, the unit was arcing or sparking. Attempts are made to change the electrical outlet, the operating room and the damage. A new generator was used to complete the procedure. The procedure was not cancelled.